Event description:
(B)(6) 2013, customer reports via phone that during a ureteroscopy procedure on a female of unk age, the system would not fluoro or take rad shots. This facility does have a c-arm to complete the procedure. No reported injury.

Manufacturer narrative:
Field service engineer (fse) troubleshot unit and found the issue was no display on any monitor of the system. Fse found the computer was not booting, due to a bad iapdb board. Installed new iapdb board in computer and tested system per (B)(4). Fse completed service checklist (B)(4) and returned the unit to the customer for service.